Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): information was received from a manufacturing representative regarding a consumer with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient stated he started having chest pain and ended up going to the hospital. Patient stated they kept him in the hospital until saturday and ran all kinds of tests. Patient stated they could not find anything wrong with him, so they sent him back home. Patient stated he still occasionally had pain however and wanted to know if it could be related to the ins device or therapy. Patient stated a few days prior he wasn't feeling stimulation so he increased stim. Patient stated this resolved thing and he could feel stim again but then a few days later experienced chest pains. Patient stated he had tried turning stim down some and it seemed to have helped some but had not tried turning stim off completely. Patient was advised to follow up with the healthcare professional (hcp) to have the device checked. Patient was advised to turn the device all the way off until the device could be further checked. Patient stated he would try this. No further symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that they thought the chest pain and lack of stimulation was a matter of coincidence. After they changed a battery the patient felt great and it was restoring their urination at the previous level. This issue was resolved when physicians in the ER didn't find pathology of the hear or chest.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient did not believe that the issue of the chest pain leading to hospitalization and patient not feeling stim were relayed to the ins. Patient reported that the issue had not been resolved.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.